Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/29/2018, that on (B)(6) 2018, receiver vibrating continuously. Data was provided for evaluation. The reported issue was confirmed. The probable cause could not be determined. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Receiver charge and boot test was performed and passed. Functional testing was performed and there was no failure detected related to the complaint. A review of the receiver log confirmed the allegation of the receiver vibrating continuously and additionally an error icon displayed was found. This complaint is reportable based on the finding of error icon displayed via the log review. The probable cause could not be determined.